Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the keyboard test failed due to touch screen failure. The customer reported there was patient involvement, but no patient harm.